Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the patient was scheduled for an MRI unrelated to the device/therapy. The patient's implantable neurostimulator (ins) was depleted; ins overdischarge was suspected. The healthcare professional also reported that the patient needed to go to a healthcare professional to have the battery replaced. There were no reported patient symptoms.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had not charged the battery in over a year due to a prolonged hospital stay. Four trickle charges were attempted, but they were unable to capture the recharge mode. A power on reset (por) occurred. There was no communication with the clinician programmer, patient programmer or recharger. The patient was to contact the physician regarding a replacement. No patient symptoms reported. The indications for use include non-malignant pain and multiple back operations. If additional information is received, a supplemental report will be sent.